Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts have been made to obtain complete event information. Further information was requested but not yet received.

Event description:
Related manufacturer reference number: 3006705815-2023-05492it was reported that patient had lead exposure outside of the skin and it would often drain. As a result, surgical intervention was undertaken on 11 august 2023 wherein patient was given antibiotics, patient was cleaned out and patients whole system was explanted and replaced with ipg and one lead to address the issue.